Event description:
Unomedical reference number (B)(4). Event occurred in united states. The patient reported for about two weeks, cannula came out of her skin and she was unable to receive insulin. Reportedly, patient stated pump could have been dropped, which might have caused cannula to be removed. The patient's blood glucose value went up to highest 800 mg/dl at the time of the event. The patient woke up and went to hospital where she was hospitalized due to cannula issue and she received insulin drip as corrective measure in the hospital. The patient inserted new infusion set each time and resumed insulin. The infusion was used for two days. No further information available.